Event description:
As communicated by the MFR to ldr spine on (B)(4) 2013: info was received (B)(6) 2013, in a telephone conversation with dr (B)(6). Implantation of a roi-c cage at c6-7 for an indication of disc herniation. The endplate collapsed during impaction of the 1st anchor plate in the inferior vertebral body. The cage advanced to the dural sheath, realizing a medullary trauma. The cage was removed and the dural sheath appeared intact per the surgeon. A new roi-c cage was implanted and plates were anchored without issue. Following implant of the second cage, the pt showed signs of medullary disorder (paraplegia). Ref MFR 3004788213-2013-00010.